Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported facility improper device cleaning/reprocessing (cleaning liquid is used instead of sterile water for suction in the reprocessing process) was likely due to user error, as the pre-use inspection was not performed in accordance with the procedures recommended in the instruction manual; no additional device reprocessing information was reported or available. The event can be prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system] inspection of the suction function aligning the container with the endoscope 1 place the container of sterile water and the endoscope at the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure. 2 align the endoscope¿s instrument channel port with the same height as the water level in the water container. 3 immerse the distal end of the endoscope in sterile water. Inspection of the suction function 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cleaning fluid was used instead of sterilized water for suction in the pre-use process on the evis exera iii gastrointestinal videoscope during reprocessing. No adverse effects to patient have been reported. This report is related to patient identifier (B)(6).

Manufacturer narrative:
The customer was advised on the pre-cleaning steps as described in the evis exera iii colonovideoscope reprocessing manual. The subject device was not returned to olympus for evaluation, as there is no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.